Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:40:49. During night drain cycle four, the patient's ultrafiltration reading was 14217ml, indicating the home patient (hp) drained 14217ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event was determined to be an unexpected high ultra filtration for therapy compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.